Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the insulin pump was showing normal activity. The blood glucose reading at the time of the event was 29 mg/dl. Customer stated that she had a virus. Customer stated that she used a manual injection, the blood glucose level increased a bit, but dropped again. Nothing further reported.